Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 the patient reported to the clinic with claudication. An angiogram was performed on (B)(6) 2016 and showed an occluded left limb. A subsequent endovascular procedure has been scheduled. There have been no addition adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirmed the reported occlusion of the left iliac limb and a bilateral claudication. Additionally there is evidence to reasonably suggest the following observation; at implant 2 non-endologix stents placed in the distal left iliac limb and extending into the left common iliac artery as sell as the left external iliac artery, at 15 months post implant an additional stent placed in the right iliac extending into the external right iliac artery due to stenosis of the right iliac limb. The clinical evaluation additionally found the following potential contributing factors to the reported event; existing iliac artery calcifications and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.

Event description:
Additional information received, the patient had a subsequent endovascular procedure on (B)(6) 2016. The physician elected to complete a bilateral iliofemoral endarterectomies and a right to left cross femoral bypass.